Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system could not be turned on. No further information regarding the issue has been provided. No service has been performed by philips since the quotation has expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to turn on the system. No harm has been reported to philips. Philips has started an investigation of this complaint.